Manufacturer narrative:
Continuation of concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. The patient¿s medical history included chronic pain. It was reported that the physician could not remove the sutureless connector from the pump during a pump replacement for end of service. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic testing or troubleshooting was performed. The sutureless connector was replaced; however, the catheter remained implanted / in service. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. No patient symptom was reported. The patient¿s weight was indicated as having been requested but was unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter on 2018-(B)(6) revealed no significant anomaly; the catheter was returned incomplete / in segments and had met acceptable testing. Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter component were returned for analysis.